Manufacturer narrative:
Additional information was received which indicated the reason for a post-implant balloon aortic valvuloplasty (bav) in the initial transcatheter valve implant procedure was moderate paravalvular leak (pvl). Two non-medtronic balloons were used, a 28 mm and a 30 mm. Each balloon was inflated one time using a syringe. After this initial implant procedure mild unspecified aortic regurgitation was present. A medtronic surgical valve was implanted following the explant of the initial transcatheter valve. No additional adverse patient effects were reported. Updated data: d10 - device available for evaluation = yes and return date added; h3 - device evaluated = no; h6 device code-c62876, eval method code-4118, eval results code-3233, eval conclusion code-11 product analysis: the device was returned, and device evaluation anticipated but not yet begun. Conclusion: the investigation is anticipated and has not yet begun. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, via fedex in an explant kit, the valve was submerged in clear 0.2% glutaraldehyde solution. Circumferential tan-white pannus was attached to the outflow frame. Leaflets 1 and 3 were in the open position towards the frame wall. Due to the cuspal tear, leaflet 2 remained in the open position. All leaflets were tan-brown, slightly stiff but flexible. There was a tear measuring approximately 10 millimeter (mm) in length on leaflet 2 from commissure 2 onto approximately 1/3 of the leaflet circumference along the margin of attachment. Manufacturing sutures along the margin of attachment appeared intact; no unraveled sutures noted. The leaflet tissue was textured and frayed along the tear. Tissue remnants of leaflet 2, extending approximately 5 mm, remained attached to the superior coaptive area. Partial dehiscence of tissue was observed near the margin of attachment of leaflet 1 on the inflow side. Tissue fiber separation resulting in thinning of the tissue was noted below the inferior coaptive junction. A thick layer of pannus fully encapsulated commissure 1; the condition of the commissure could not be assessed. Off-white pannus partially encapsulated commissure 2 with an adjacent tear on the inferior coaptive junction of leaflet 2. Commissure 3 appeared intact with pannus partially encapsulating the commissure. From the inflow aspect, glistening off-white pannus was observed on the luminal surface of the valve. Multi-focal glistening off-white pannus lined the abluminal surface of the skirt. Circumferential tan-white pannus noted attached to the outflow frame. A thin layer of off-white pannus partially lined the margin of attachments of leaflets 1, leaflet 2 and leaflet 3. Unknown amount of pannus may have been removed during explant. Investigation: the investigation is in progress but has not been completed. Updated h 2.6 - eval method code and eval results code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was returned for analysis and procedural images were submitted for review. The images confirmed after valve implant in a good position, moderate-severe paravalvular leak (pvl) was present. There was no evidence provided to confirm the post-implant balloon aortic valvuloplasties (bav)s were performed. The torn leaflet could not be confirmed and the cause for torn leaflet could not be determined. Aortic regurgitation (ar)/pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. It should be noted that the device instructions for use (IFU) states, ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting a size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valve, the manufacturer¿s labeled inner diameter. Refer to the specific balloon catheter manufacturer¿s labeling for proper instruction on the use of the balloon catheter devices.¿ it was reported that the balloons used for the bav were non-medtronic balloons (28 mm and 30 mm). Additional details, such as pressure measurements that the balloons were inflated to, were not provided. With the information and evidence provided we are unable to conclusively determine the cause for the moderate ar/pvl and a torn leaflet. This event does not indicate device misuse or malfunction. Additionally, the event description does not indicate a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five months following the implant of this transcatheter bioprosthetic valve, after moderate aortic regurgitation (ar) was noted, the valve was explanted and a torn leaflet was observed. The patient was reported to be stable. The patient¿s annulus was reported to be large (30 mm). No additional adverse patient effects were reported.